Manufacturer narrative:
Measure: no specific impact to other systems at the time of this call. Observe: docking superior with minimal movement during procedure. The capsulotomy breaks through in frame 7. Root cause: no remarkable issues. Minimal movement contributed to capsule tear. Laser functioned as designed. Improve/innovate/control: no further action at this time.

Event description:
(B)(4)- clinical outcome - issue: on (B)(6) 2022, (B)(6) (lls5035)texted (B)(6) and (B)(6) and reported that dr. (B)(6) a capsule tear on patient # (B)(6) and requests clinical to investigate further.